Event description:
It was reported that the patient stated that this ambicor penile prosthesis (app) is not working properly. Two weeks later, the app was examined by a physician, and it was noted that there was a greater need for pumping, less rigidity than normal and loss of prosthesis tenacity after a few minutes; therefore, a replacement surgery was suggested. No additional information was provided.